Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect following a fall. The pt fell down concrete steps a few weeks prior, and afterwards she had acute pain and inability to empty her bladder. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.